Manufacturer narrative:
(B)(4). Lot/serial: 17242807 = (B)(4). The concomitant medical products were 3 gore® viabahn® endoprostheses and 1 conformable gore® tag® endoprosthesis. The therapy date was (B)(6) 2018. UDI information of the concomitant medical products as following. Lot/serial: 17242808 = (B)(4). Lot/serial: 17442037 = (B)(4). Lot/serial: 17433586 = (B)(4). Lot/serial: 16160165 = (B)(4).

Event description:
It was reported to gore that the patient had a medical history of marfan syndrome and been underwent twice procedures before: a replacement of the thoracic aorta by bentall procedure and a replacement of the heart valve; a procedure for treatment of a thoracoabdominal artery dissection by implanting non- gore thoracic endoprostheses in the thoracic artery from the left subclavian artery to the coeliac trunk artery, as well as in the abdominal artery below the renal artery. An enlargement of the false lumen in the aortic artery was detected after the previous procedure implanted with non-gore thoracic endoprostheses, therefore on (B)(6) 2018 the patient was to be implanted with 4 gore® viabahn® endoprostheses as branch grafts to a 37 mm x 15 cm conformable gore® tag® endoprosthesis,two 7 mm x 10 cm viabahn® devices as periscope graft in the bilateral renal arteries, an 8 mm x 10 cm viabahn® device as chimney graft in the superior mesenteric artery (sma) and a 10 mm x 10 cm viabahn® device as chimney graft in the celiac trunk. It was stated that before procedure the patient¿s hemachrome was low about 7g/dl and heart rate was about 60 times/min. It was reported all the devices were implanted in the target lesion successfully. The blood lost during the procedure was around 400 ml. However when the post-deployment angiography was just done, the patient was reportedly experienced an arrhythmia then the blood pressure dropped down sharply. A rescue was immediately taken, including performing a defibrillation and administrating medicines, the patient reportedly failed in rescue and was reportedly expired. The detail of death and root cause was unknown since the patient¿s family refused an autopsy. The physician considered a cardiac arrest from the arrhythmia causing the death.